Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 7 months, and 21 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient presented with valve stenosis. The patient underwent a successful valve-in-valve tavr procedure with a 23 mm sapien 3 ultra resilia valve. Additional information was provided indicating the aortic valve area (ava) prior to the valve-in-valve tavr procedure was 1.0 cm2. The patient was presenting with dyspnea on exertion (doe) and leg swelling. Imagery was provided for evaluation, and the leaflets were observed to be heavily calcified.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed the leaflets were heavily calcified. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint about valve calcification that resulted in a valve-in-valve being performed has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests that patient factors, including hypertension (htn) and diabetes mellitus (dm) ii likely contributed to the event, as noted in the provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.